Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probe was leaking where the probe meets the bead in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
Customer performed troubleshooting (ts) with customer technical support (cts) assistance and found no o ring inside the connection to the bead. The customer installed a probe o ring. No further issues have occurred.